Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "black impurities" were observed in the pressure pod of a prismaflex m150 set during priming with heparin. There was no patient involvement. No additional information is available.